Manufacturer narrative:
Despite the focus of the paper is a comparative study of the thrombus formation among several mechanical valve brands, the manufacturer is reporting these events in a conservative manner due prosthesis valve thrombosis formation with unknown patient's treatment and impact, and unknown device functionality overtime. A separate report has been submitted for the patients carrying the bicarbon prosthesis (ref (B)(4)). The manufacturer attempted to retrieve additional information on the event reported, and the details of the devices involved. However, no further information has been provided to date. Since the devices are not available for investigation (unknown disposition) and given that the serial numbers are unknown, no investigation is possible at this time. Based on the information available, it is not possible to establish a definitive root cause for the reported event. As reported in the publication, 37 out of the 65 patients assessed as part of the study had an insufficient level of anticoagulation therapy, however, no information on the device functionality nor on the patient's baseline conditions has been provided for the remainder patients. As such, the root cause remains unknown at this time. It should be noted that thrombosis is reported as a possible adverse event in the carbomedics valve IFU. The event is, therefore, a known inherent risk of the device. Should further information be provided at a later stage, the manufacturer will provide an update to this reporting activity.

Manufacturer narrative:
Unknown disposition.

Event description:
The manufacturer received information on the event through the publication: ¿characteristic localization patterns of thrombus on various brands of bileaflet mitral mechanical heart valves as assessed by three-dimensional transesophageal echocardiography and their relationship with thromboembolism¿ by sari et al. This study was designed to clarify whether thrombus tended to display different localization patterns among most frequently implanted bileaflet mitral mphvs currently (i.e., carbomedics, sorin bicarbon, and 2 competitor¿s products) and their association with thromboembolic events. This retrospective, single-center observational study was conducted between (B)(6) 2009 to (B)(6) 2019. This study included 265 patients with documented bileaflet mechanical mitral pvt (before any specific treatment was undertaken). It is reported that 65 patients received a carbomedics mitral valve. Upon hospital admission, 17 patients had cerebrovascular events, 22 had dyspnea or heart failure, 1 had angina and 1 systemic embolism. The mean inr upon admission was 1.90 (1.26¿2.54). The level of anticoagulation therapy on admission was assessed effective for 28 patients and not effective for 37 patients.